Event description:
Trinity modular head revision after 2 months due to dislocation.

Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays explant and reason for revision have requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.